Event description:
Reporter alleged blood glucose readings were too low and in the 90s mg/dl. It was reported customer went to the doctor based on the readings and medication was increased due to high readings obtained. Reporter stated being unable to recall the result values due to the incident happening in december 2005. A request was made for the return of the suspect device and replacement product was sent.